Event description:
(B) (4). Same case as MFR ID#: 2134265-2010-02244, 2134265-2010-02321. It was reported that during a carotid artery stenting treatment procedure, the patient experienced hypotension and asystole. The 98% stenosed and 15mm long target lesion was located in the severely calcified ostium of the right internal carotid artery with a reference vessel diameter of 6mm. The remainder of the vessel was atherosclerotic and irregular, but without significant stenosis. A filterwire ez 190cm embolic protection system was advanced and deployed in the target vessel. A 0.014 guidewire was passed with moderate difficulty through the subtotal occluding lesion and a 3.0x20mm sterling monorail balloon was advanced and used for predilation. The carotid wallstent 10x24mm,5.9f,135cm monorail was then advanced and deployed in the target lesion and post dilated with a 5.0x20mm sterling balloon three times at 14atm for 5-10 seconds. During post dilation, the patient's systolic blood pressure dropped from 120 to 100 and developed asystole. The patient had been started on neosynephrine prior to the procedure and continued through the procedure. The asystole resolved once post dilation was complete. No other treatment provided. It was reported that the patient had no symptoms resulting from the hypotension. Monitoring done post procedure recorded systolic blood pressures the same day the lowest of 80 and the highest of 110. The next day, the recorded systolic blood pressures were between 86 and 113. The event was considered resolved without residual effects and the patient was discharged one day post procedure. It is the opinion of the physician that the event is possibly related to the filterwire ez and carotid wallstent.

Manufacturer narrative:
(B) (6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).